Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Mother called on behalf of the daughter (consumer).the consumer stated that after initial use of tampon she became itchy, started vomiting and has loss of consciousness. The consumer sought medical attention, she was diagnosed with tss and was hospitalized. Consumer also experienced low blood pressure and fever. Consumer was prescribed antibiotics.

Manufacturer narrative:
H10: additional information: this is a follow-up to report additional information received by the consumer. Consumer reported she had leftover remnants from the tampon. No further information was provided on consumer's use of the product and outcome. Consumer did not report any additional medical treatment.